Event description:
Procedure: vats. According to the rptr: staples did not form properly. A bleeder was clamped off and a new loading unit was applied from the same stapler. On the third firing, the device fired properly. When the stapler was removed from the cavity the jaws would not open up. The surgeon called for a new handle. Or time was delayed approx 30-45 mins.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2007.